Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was admitted to the hospital for the peritonitis. Treatment for the event, outcome of the peritonitis, and whether dianeal/extraneal therapies were ongoing was not reported. No additional information is available.